Event description:
Reportable based on the analysis completed on 06/28/2006. It was reported that during a coronary drug-eluting stent implantation procedure using a 3.5x12mm taxus express2 stent, difficulties were encountered. The stent delivery system reportedly kinked while being advanced into the vessel. The physician completed the procedure with a different taxus stent without pt complications. Device analysis indicated stent damage.

Manufacturer narrative:
During device analysis visual examination of the returned device found no kinks or damage to the hypotube. However, visual examination of the stent found that the stent was pulled back distally at the proximal end and the stent was also flared at the distal end. This type of damage is consistent with the device meeting with a severe restriction during withdrawal. No other issues were noted with the device that could contribute to the complaint. The manufacturing records for top assembly batch #8467349 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of the reported complaint cannot be conclusively determined.